Event description:
It was reported that during the routine change out of the device, undersensing of atrial fibrillation (af) was noted on atrial electrogram (egm). Mode switched occurred but unnecessary atrial pacing was demonstrated owing to undersensing. The patient's history indicated patient in persistent af, post operatively the device was reprogrammed to prevent unnecessary atrial pacing and conserve battery. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2009; d224trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).